Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that the plunger head assembly was replaced followed by several calibration attempts, however, the error "check syringe plunger sensor" persisted. Upon opening the pump and checking the syringe sensing system, corrosion on the interconnect printed circuit board (pcb) was discovered. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the bottom case was cracked by the l-bracket and the plunger flippers do not open all the way. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the (check syringe plunger sensor) message was observed at power up and corrosion was found on the interconnect board. Root cause of the reported issue is caused by incorrect assembly of the timing plates by the customer and customer damage from excessive exposure to fluids. Correctly reset the timing plates, replaced two bent timing plate springs, replaced the interconnect board, performed power up process and preventive maintenance and performed all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 15-sep-2022 stating there was no incident involving a patient. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.